Event description:
It was reported that devices were used during a laparoscopic splenectomy. It was reported by the affiliate that prior to the procedure the surgeon gathered several instruments with different cartridges. The surgeon attempted to fire an unknown instrument with an unknown cartridge at the hylum of spleen and noticed bleeding. The pt lost 300cc of blood and the case was converted to a laparotomy procedure. The pt condition is stable and no devices were available as they were discarded after the case. Also unable to confirm which device and reload codes that were used in the case.